Event description:
It was reported that the patient developed a serious infection at the lead site. The patient underwent a surgical procedure in which the implantable pulse generator, leads and lead extensions were explanted. The infection was assessed to have a causal relationship to the procedure and stimulation, and not related to the device. The patient has recovered and was discharged from the hospital. The model and serial numbers of the ipg, second lead, and lead extensions are unknown, despite multiple good faith efforts.

Event description:
It was reported that the patient developed a serious infection at the lead site. The patient underwent a surgical procedure in which the implantable pulse generator, leads and lead extensions were explanted. The infection was assessed to have a causal relationship to the procedure and stimulation, and not related to the device. The patient has recovered and was discharged from the hospital. The model and serial numbers of the ipg, second lead, and lead extensions are unknown, despite multiple good faith efforts. Additional information was received that the explant date was (B)(6) 2021. Additional information was also received that the patient experienced a fall on a wound dehiscence of the right electrode lead and a super-infection of the deep brand stimulator hardware was identified. A culture was taken which confirmed staphylococcus aureus and the patient was treated with antibiotics. Additional information was received that the patient was admitted due to deterioration of motor function with probable overdose in dopamine therapy. Adjustments to the stimulation were not successful. During admission is when the patient experienced the fall.

Manufacturer narrative:
Correction to supplemental MDR 2 in field b5. Update to field b3.

Event description:
It was reported that the patient developed a serious infection at the lead site. The patient underwent a surgical procedure in which the implantable pulse generator, leads and lead extensions were explanted. The infection was assessed to have a causal relationship to the procedure and stimulation, and not related to the device. The patient has recovered and was discharged from the hospital.

Event description:
It was reported that the patient developed a serious infection at the lead site. The patient underwent a surgical procedure in which the implantable pulse generator, leads and lead extensions were explanted. The infection was assessed to have a causal relationship to the procedure and stimulation, and not related to the device. The patient has recovered and was discharged from the hospital. The model and serial numbers of the ipg, second lead, and lead extensions are unknown, despite multiple good faith efforts. Additional information was also received that the patient experienced a fall on a wound dehiscence of the right electrode lead and a super-infection of the deep brand stimulator hardware was identified. A culture was taken which confirmed staphylococcus aureus and the patient was treated with antibiotics.